Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material separation could not be determined. In this case, it is possible that the guidewire¿s distal tip coil was damaged prior to entering the guide catheter, which resulted in the reported material separation; however, since the device was not returned for root cause analysis, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation with the pressure wire x, wireless device, the distal tip of the device broke into two pieces prior to entering into the guide catheter. Therefore, the device was not used in the patient and the procedure completed without using a replacement. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.